Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Inflammation is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with postop inflammation to a referred surgeon. Per report, the surgeon plans to remove the stents. Additional information has been requested.

Event description:
Through follow-up, the surgeon conferred with a medical expert who reported discussing the patient's chronic inflammation and uncontrolled intraocular pressure (iop) six (6) months postop following an uncomplicated cataract plus stent surgery. Per report, the stents were noted to be "a little posterior" with peripheral anterior synechiae (pas) on the stents. The discussion included the surgeon's plan to explant the stents, and that the event may not resolve with stent removal, and further glaucoma surgery and inflammation control measures may likely be necessary.

Manufacturer narrative:
A review of the device labeling and risk management file was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (malpositioned stent and peripheral anterior synechiae) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).